Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined and the foreign material could not be identified. It is likely, the material remained on the device due to deviations in reprocessing. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient involvement.